Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there wasn't any physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the pump¿s black box history showed no activity related to the complaint was recorded. The battery compartment was intact; no damage or moisture was observed. No battery cap was returned with the pump. A test battery cap was used to complete all testing. During testing, the pump was exercised for 24 hours with no overheating or alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of internal moisture was found. There were no defects were found to the power flex, battery connections. The temperature issue was not able to be duplicated during investigation. No defects were found.